Event description:
It was reported that during the implant procedure, the lead was advanced to a stable position in a posterolateral branch of the coronary sinus. Within a few days, the lead dislodged. Repositioning was attempted, but the physician ended up explanting and replacing the lead. No patient complications have been reported as a result of this event. The patient was noted to be part of the product surveillance registry.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the lead was advanced to a stable position in a posterolateral branch of the coronary sinus. Within a few days, the lead dislodged. It was further reported that there were elevated thresholds secondary to dislodgement. Repositioning was attempted, but the physician ended up explanting and replacing the lead. No patient complications have been reported as a result of this event. The patient was noted to be part of the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62, implantable tachy lead, (B)(6) 2013; 407652, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.